Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: . Unable to adequately investigate "battery life" complaint due to inability to complete current draw measurements. Black box shows evidence of eaw 128-fe88 and fe81 alarms on (B)(6) 2017. Eaw 128-fe88 and fe81 alarms are defined as post delivery motor power supply faults. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. Idle and sleep current draws within specifications; idle -90ma, sleep -00ma unable to obtain "load" value due to cs 064/078 motor errors.. . Checklist steps 13(load/step) and 30 (current draw) fails due to cs 064/078 motor errors. Cs 064/078 motor errors due to internal moisture contamination. A "battery life" or a "eaw 128-fxxx" alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.